Manufacturer narrative:
The cause for the positive advia centaur troponin ultra result in comparison with the other method is unk. The customer declined to provide a sample for additional evaluation. No further action taken.

Event description:
A positive advia centaur troponin test result was obtained on a pt sample. The result did not match other methods and clinical eval. The doctor questioned possible hama interference. The pt sample was then serially diluted and the result was positive. The pt sample was sent out to another laboratory for testing and was reported as negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.